Event description:
The customer called for help with his contour usb system. He alleged that his blood glucose readings were lower than usual. He performed control tests during the call and received a result of 60 mg/dl. The normal control range was 103-142 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips and a new meter were sent to the customer.